Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh implantation due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, organ perforation, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision/removal and partial vaginectomy on (B)(6) 2013 due to pelvic pain, rectocele, mesh exposure and urethral caruncle.(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh, bso, vaginal vault suspension, anterior and posterior repair, closure of enterocele and paravaginal repair.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh and boston scientific solyx sis system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/07/2014. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.